Event description:
It was reported to baxter (B)(4) that the reservoir of an infusor singleday 2ml/hr device had ruptured during filling. The device was being filled with desferal. There is no report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
The device is available for evaluation, per the customer, however, the device has yet been received by baxter. Should the device or additional information be received, a follow-up report will be submitted. (B)(4).